Manufacturer narrative:
The customer did not return the suspected product. The serial number provided by the customer is incorrect. Due to the misinformation no further investigation could be performed.

Event description:
The customer alleged that her blood glucose readings were not being stored in the memory of the contour next ez meter. No adverse event alleged. The customer discarded the meter and therefore, meter is not expected to be returned for evaluation. A replacement meter was sent to the customer.